Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "edema injection site" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The pt must be informed that there are potential side effects linked with this procedure which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which may be associated with itching or pain on pressure or both, occuring after injection. These reactions can last for a week.

Event description:
Healthcare professional reported that after injection with juvederm ultra plus in the lips pt experienced "unilateral left sided nasolabial fold and left upper lips swelling for one day" approximately 2 months after injection. Prednisone, augmentin and an "antihistamine-loratadine" were provided as treatment. Symptoms have resolved. Pt was concomitantly injected in the lips with juvederm voluma with lidocaine. This is the same event and the same pt reported under MDR ID# 3005113652-2014-00205 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device MFR by allergan.